Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to implant, the device was programmed on, but was never implanted. Months later, the device was readied for a separate implant, and it was noted that the device had been collecting incorrect data for several months. The device was implanted and remains in use. No patient complications have been reported as a result of this event.